Event description:
It was reported that patient underwent right total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to wear of the polyethylene tibial bearing. During the procedure, metallosis was noticed around the femoral component. The femoral component and tibial bearing were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.